Manufacturer narrative:
H3: analysis of the pump identified some slight damage to the septum with no leaking seen during analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 update/correction: the previously applied annex e code e2401 was changed to e2402. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The date of pump implant would not be made available. As per the pump log, the pump administered baclofen with concentration 2000.0 mcg/ml.

Manufacturer narrative:
H6 update/correction: the device code a1402 was previously applied in error and has been removed. The previously applied imf code f1905 is no longer applicable and has been replaced with f1903. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2023-mar-16. The company representative had interrogated the pump and the pump logs and all the data appeared to be normal as expected. It was noted as having still been unclear whether it has been a pocket fill or overperfusion even though the fact that the pump was found completely empty 5 days after a refill procedure suggesting that it was a pocket fill. It was noted that the pump had not been replaced and that, unfortunately, the patient is deceased following this adverse event. It was also not confirmed whether the clinical situation is directly linked to the adverse event or not. It was noted that the analysis of the pump is critical to confirm whether the device is the origin of the issue or not. Additional information was received from a foreign healthcare provider via a company representative on 2023-apr-12. The refill had been performed on either (B)(6) 2023 of (B)(6) 2023. The date 2023-feb-21 is considered an approximate date of event/refill (specific month and year known only). The healthcare provider had not reported any difficulties experienced during the refill, but it was further noted that there is doubt as to that as the pump was found completely empty 5 days later. The patient experienced mainly respiratory symptoms (respiratory depression). The patient was in the intensive care unit. As the patient was suffering from multiple sclerosis, the healthcare provider team had concluded the respiratory symptoms were observed due to multiple sclerosis and not due to the wrong refill. No autopsy or toxicology was performed to the company representative¿s knowledge. Following hospitalization, the patient died in the hospital due to respiratory symptoms. The specific date of the patient¿s death was unknown / would not be made available but occurred between 5 and 10 days following the refill procedure. The date (B)(6) 2023 is considered an approximate date of death (specific year known only). The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient had overdose symptoms following a refill. It was reported that factors that may have led or contributed to the issue included a pocket fill during the refill procedure. Clinical evaluation of the patient was unclear between withdrawal or overdose signs. The hcp thought the pump had overinfused 40 ml of baclofen in 5-6 days. Date of device replacement of the implanted pump was set in 2024, therefore, pump replacement should be performed on monday (B)(6) 2023 to avoid any doubt regarding the device. Per the rep, the date of planned explant was (B)(6) 2023. The event was not resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was listed as "alive - no injury".